Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range (oor) shock lead impedances on the right ventricular (rv) lead measuring 126 ohms. Additionally, it was noted the device was beeping due to the oor value. The sales representative wanted to know how to turn the beeping off. Technical services (ts) informed the patient will have to come to the clinic and a programmer would be used to reset the device. Ts also recommended to perform a max energy synchronized shock if impedances are greater than 150 ohms. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range (oor) shock lead impedances on the right ventricular (rv) lead measuring 126 ohms. Additionally, it was noted the device was beeping due to the oor value. The sales representative wanted to know how to turn the beeping off. Technical services (ts) informed the patient will have to come to the clinic and a programmer would be used to reset the device. Ts also recommended to perform a max energy synchronized shock if impedances are greater than 150 ohms. At this time, the ICD and rv lead remain in service. No adverse patient effects were reported.